Manufacturer narrative:
It was initially reported the patient's weight was in lbs.; however, it was confirmed the patient's weight was in kgs., and to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 29aug2019. The procedure performed for the patient prior to use of the angio-seal device was a preoperative angiography. A 6fr sheath was used. Hemostasis was completed by manual compression.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the operation, the angio-seal device was used to stop the bleeding; however, the sponge was not released completely. After the operation, there was still ooze of blood. Prior to use of the angio-seal device, the patient had punctured their right femoral vein while lying on the catheter bed and a 6f sheath tube was placed. Additional information was received on 08/03/2019. It was a right femoral artery puncture. The patient was reported to be in stable condition and was discharged.